Event description:
A certified ophthalmic assistant reported a surgeon requested assistance with outcome analysis for lasik procedures. The facility provided a spreadsheet of pt data and one pt exhibited a decrease in bcva at the 4-month post-operative exam. Add'l info has been requested.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined that the laser performance factors analyzed were operating within specification during this pt's surgery.